Manufacturer narrative:
The pump remained in use supporting the patient. A correlation between the device and the reported stroke could not be conclusively determined; however, the instructions for use lists stroke as a potential adverse event associated with the use of the heartmate ii left ventricular assist system. Approximately 2 months later, on (B)(6) 2015, the patient¿s pump was exchanged due to pump thrombus. (Reference medwatch MFR. Report # 2916596-2015-01457 for the exchange and evaluation of the returned pump.) During the evaluation of the pump, thrombus formations were discovered in both the inlet and outlet stators. A correlation between the evaluation findings of the returned pump and the reported stroke could not be conclusively determined. The pump was found to function as intended upon testing. A review of the device history record revealed the device met applicable specifications. No further information is available. The manufacturer is closing its file on this event.

Manufacturer narrative:
(B)(4). Approximate age of device ¿ 39 days. The pump remained in use supporting the patient at the time of the event. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported that the patient suffered a right mid-cerebral artery stroke on (B)(6) 2015. Anticoagulation was held for an unspecified length of time. No further information was provided.